Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables, wall adapters and power sources. Customer reported blood glucose level was 280 (mg/dl). A bolus via the pump was delivered to address bg level. The customer stated they would continue to use the pump as insulin therapy until the replacement pump is received. The following day the customer reported while continuing to use the pump while waiting for the pump replacement, the pump battery fully depleted. The customer did not have backup therapy and subsequently their blood glucose level rose to 456 (mg/dl). A bolus was delivered to address bg level. It was confirmed the customer was able to set up the replacement pump and resume insulin therapy.